Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, lot# n183264002, implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a health care professional via a company representative regarding a patient who was receiving gablofen (concentration 500 mcg/ml, dose 260 mcg/day) via an implantable pump. The event date was (B)(6) 2017. The patient experienced baclofen withdrawal due to catheter malfunction, patient reported sudden increase in spasticity. There were no applicable factors that may have led or contributed to the issue, the doctor tried to aspirate through the side port but was not able to get flow, the catheter was explanted and replaced, the explanted catheter would not be returned as it was discarded by the customer. At the time of this report, the issue was resolved, patient status was ¿alive ¿ no injury¿ no further complications were anticipated/reported.